Event description:
During a preventive maintenance inspection, it was reported that the device would not power on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on ac or dc source. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the cause for no ac operation malfunction to be shorted transistors, designator q1 and q2. However, further cause for the no dc operation issue was not determined.